Manufacturer narrative:
Patient identifier not available. Weight not available. Ethnicity not available. Lot and expiration not available. Initial name and address not available. Without a lot number, it is not possible to review manufacturing records to determine if there is anything in the manufacturing record that would indicate a quality issue with this lot. Without a sample, it is not possible to perform any tests to determine if the plate met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether a patient plate was the root cause. To reduce the risk of burns, all instructions should be followed as per the instructions for use (IFU). Two-year trend chart for all patient plates with the same global sales code, identified failure and cause codes does not indicate an adverse trend.

Event description:
A hospital reported a (B)(6) female patient developed three blisters (1-2cm) on her femur with use of 3m universal electrosurgical plate (model 9165). Nursing staff alleged the plate was removed after the surgical procedure; cystectomy using da vinci surgical system. The blisters were formed along the side surface of the plate. At the follow up, one week later the blisters were noted black. Medical interventions were not reported. Current status of patient is unknown. No further information is available.